Event description:
The customer was hospitalized due to insulin reaction. The customer stated that their bgs levels have been up and down for the last few days. The customer was released the same day. Troubleshooting was preformed. The pump passed the pressure test. Advised the customer to contact the dr and make them aware of the incident.